Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, cut test, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no physical damage observed during visual inspection. The instrument was fully functional. No product issue was identified. Correction(s): h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the provided image was performed by regulatory post market surveillance (rpms) analyst. The image of the monopolar curved scissor (mcs) instrument depicts a broken cable. The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to control the tip of 8mm monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury.